Manufacturer narrative:
(B)(4). Additional information: a CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an intravia bag had fiber-like particulate matter within the device. This was found before use. The device was filled with parenteral solution. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A visual inspection was performed and particulate matter was noted in the subassembly of the empty intravia bag. The cause of the issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted.